Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image, scope communication error (b30), and contaminated wet detection sticker (wds). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the video disruption was the static image which was caused due to scope communication error (b30) message. In addition, the cause of the contaminated wet detection sticker (wds) was due to fluids invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had video disruption during inspection for use. There were no reports of patient involvement.